Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) during an intra-operative procedure regarding a patient being implanted with an implantable neurostimulator (ins). It was reported by a rep who was calling during an intra-operative procedure that impedances were greater than 4000 on all pairings. Prior to the call, impedances were taken at 1v 210 and the caller noted the health care physician (hcp) had to tighten the set screw several times and re-tighten before it would tighten down to the lead. It was reviewed with the rep that this could have been the setscrew tightening down while still in the header. The rep noted they took impedances at 2v and 360 pulse width (pw) and 90 pw with no different results. Impedances were still greater than 4000. While on the call, the rep was instructed to create a program using 0 3 and 1 2 with 210 14 and 3 seconds on and 3 seconds off. No bellows were noted. It was reviewed with the rep to test the lead independently prior to opening a new ins to confirm the lead integrity and the rep noted they hadn¿t taken impedances prior to the ins replacement but the therapy had been working for the patient. The rep was going to test the lead for bellows first and possibly try a different ins if needed. Additional information could not be collected at the time of the report as the rep was in the operating room and had no time to provide the information. On 2018-dec-11 the representative reported the patient's name to the manufacturer company. There were no further complications reported.